Event description:
Unable to reset nurse call system while vent was attached to nurse call system in room via remote alarm cable. Vent remote alarm locked up in alarm state. Unit was swapped out with another unit.======================manufacturer response for ventilator, e500======================it's a continous problem for the past 3-4 years, they have reported unable to duplicate problem.